Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received high blood glucose and received several insulin flow blocked alarms. The customer's blood glucose was 300 mg/dl at the time of incident and current blood glucose is 414 mg/dl. Troubleshooting was done. The insulin pump will not be returned for analysis.